Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts.

Event description:
Medtronic received communication alleging that the product did not show the first digit"1" when pulse values were higher than 100, although self-check showed all segments of the display item has been repaired previously. There was no patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.